Event description:
On 08/26/2008, baxter received a report of a free flow of pitocin to a female patient on a flogard infusion pump, which occurred in 2008. On event day at 0755, pitocin was started on the flogard pump. At 0801 the pump was turned off. The tubing remained in the pump. At 0808 the nurse noted that the pitocin was running at bolus rate despite pump in the off status. The mom delivered at 0809 a male who had low apgars and seizure activity. The baby was born floppy and cyanotic. He was not breathing. His heart rate was greater than 100. The baby was ventilated by bag and mask. After 2 minutes, the baby was not breathing on his own. He was stimulated, given oxygen and vigorous chest physical therapy, and bulb suctioning. The baby had a weak cry. At 5 minutes, the apgar increased to 7 and at 10 minutes it was 8. The baby had electrolytes and liver function levels done in the same day. The mom had electrolytes, blood cultures, and chest x-ray performed in the same day. The mom had no noted problems. The mom and baby were discharged from the hospital two days later, and doing well. The pump is available for evaluation. The tubing product codes and lot numbers are unknown, and were discarded. At about 10 days later, baxter received the following additional clinical information: the mother was on a fetal and contraction monitor before and during the delivery. The mother's labor began at 0415 and contractions were every 3-5 minutes. At 0530, contractions were every 2-3 minutes. At 0630, contractions were every 3-4 minutes. At 0715, contractions were every 4-4.5 minutes. At 0730, the contractions were every 5-5.5 minutes apart. At 0759, the fetal heart rate had decelerated from the 100s to 70s for one minute. The mother was turned on her side. At 0800, the frequency of contractions were every 2 minutes with duration of 60 seconds. At 0802, the fetal heart rate was 130-140 for a brief recovery, but then the fetal heart rate dropped to 58. At 0804, there was a prolonged deceleration with vertex. At 0809, the male baby was born. This complaint is for the incident involving the mother and there is another medwatch filed for the baby.

Manufacturer narrative:
The device has been requested by baxter quality management for evaluation, but has not yet been received. Should the pump be received for evaluation, a follow up report will be filed upon completion of the evaluation, or if additional information becomes available.